Manufacturer narrative:
One used device was received and evaluated. Testing found the smi-rigid adapter between the clave port and the secondary port of the cassette was partially broken off. This was due to the design of clave port that is directly bonded to the secondary port of the cassette. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a leak. The tubing set was to be used to deliver an unspecified medication, at an unspecified rate. It was reported that during priming prior to pt use, an unspecified volume of solution leaked from an unspecified location of the tubing set. The tubing set was replaced and the therapy was initiated. Though requested, no additional information was provided.